Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 20.9 mmol/l (376 mg/dl) after wearing the pod for less than 36 hours and that she went to the emergency room. She did not provide any further information regarding the ER visit or her treatment.